Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("coils were perforating her fundus and uterus/ perforation uterus/ malposition of essure device location of device: uterus"), abortion spontaneous ("she miscarried"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnant") in a 21-year-old female patient (gravida 4, para 3) who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's concurrent conditions included multi gravida, parity 3 ((B)(6) 2007, (B)(6) 2009;, (B)(6) 2011,) and constipation. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pains"), abdominal pain lower ("cramping"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced tooth loss ("dental problem: teeth were falling apart"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy, fallopian tube, right, partial salpingectomy) and surgery (essure coils were removed). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, abortion spontaneous, pelvic pain, back pain, vaginal haemorrhage, menorrhagia and tooth loss outcome was unknown and the genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, dysmenorrhoea and dyspareunia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure coils were removed immediately following caesarian delivery of her child linked second pregnancy case (B)(4). Tubal ligation was performed at that time. On (B)(6) 2011 : 5 coils on right, 4 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: constipation, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("coils were perforating her fundus and uterus/ perforation uterus/ malposition of essure device location of device:uterus"), abortion spontaneous ("she miscarried"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnant") in a 21-year-old female patient (gravida 4, para 3) who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "esssure confirmation test not conducted" and device ineffective "device ineffective". The patient's concurrent conditions included multi gravida, parity 3 ((B)(6) 2007, (B)(6) 2009;, (B)(6) 2011,) and constipation. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pains"), abdominal pain lower ("cramping"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced tooth loss ("dental problem: teeth were falling apart"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy, fallopian tube, right, partial salpingectomy) and surgery (essure coils were removed). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, abortion spontaneous, pelvic pain, back pain, vaginal haemorrhage, menorrhagia and tooth loss outcome was unknown and the genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, dysmenorrhoea and dyspareunia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure coils were removed immediately following caesarian delivery of her child (linked second pregnancy case (B)(4)). Tubal ligation was performed at that time. On (B)(6) 2011 : 5 coils on right, 4 coils on left . Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: negative . Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: constipation, pregnancy with contraceptive device.. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Events were newly added: abnormal bleeding (vaginal), menorrhagia, malposition of essure device location of device: uterus, migration of essure device location of device: uterus, dental problem, dysmenorrhea, dyspareunia, perforation (fallopian tubes). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("coils were perforating her fundus and uterus"), genital haemorrhage ("heavy bleeding"), abortion spontaneous ("she miscarried") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure coils were removed). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, genital haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: essure coils were removed immediately following caesarian delivery of her child (linked second pregnancy case (B)(4)). Tubal ligation was performed at that time. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.